Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically exanimated. Visual examination revealed that the coil is separated 148.4cm from the handshake connection. The burr is missing. Microscopic examination revealed no additional damages. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to a melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr and rotawire detached and was left inside patient's body. The target lesion was located in the left anterior tibial vessel. A 1.75mm peripheral rotalink plus and a rotawire were selected for use. During the procedure, atherectomy got through the lesion. However, when the 1.75mm peripheral rotalink plus was taken out, it was noted that the burr head was not moving. After retracting the entire catheter, the burr head is still inside. Then, when the rotawire was taken out, the physician further noted that a piece of the wire and the burr head were left inside the patient. Consequently, the physician tried to snare the fragments out; however, it was unable to be snared so the physician completed the procedure to make sure the patient still had runoff in the foot and they were done. The procedure was completed with the same device. The physician talked with the patient and they may have to take him to surgery to take it out. No further patient complications were reported.

Event description:
It was reported that the burr and rotawire detached and was left inside patient's body. The target lesion was located in the left anterior tibial vessel. A 1.75mm peripheral rotalink plus and a rotawire were selected for use. During the procedure, atherectomy got through the lesion. However, when the 1.75mm peripheral rotalink plus was taken out, it was noted that the burr head was not moving. After retracting the entire catheter, the burr head is still inside. Then, when the rotawire was taken out, the physician further noted that a piece of the wire and the burr head were left inside the patient. Consequently, the physician tried to snare the fragments out; however, it was unable to be snared so the physician completed the procedure to make sure the patient still had runoff in the foot and they were done. The procedure was completed with the same device. The physician talked with the patient and they may have to take him to surgery to take it out. No further patient complications were reported.